Manufacturer narrative:
The event date was reported as (B)(6) of 2017. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced during flow rate testing. The under infusion was verified and found during a physical inspection to be caused by out of specification fingers and valve travels. The presser plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). There was no patient involvement. No additional information is available.